Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. The customer also reported scratches on the insulin pump. No additional information was provided.

Manufacturer narrative:
No unexpected motor error alarms noted. Insulin pump had minor scratches on lcd window noted, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Insulin pump passed displacement test, rewind test, basic occlusion test and motor test. However, the insulin pump was unable to prime during prime test due to faulty force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.